Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, the edge of the stent was lifted. There were no patient complications nor injuries reported. It was further reported that the target lesion had 90% stenosis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, the edge of the stent was lifted. There were no patient complications nor injuries reported.